Event description:
It was reported that a pump has constant upstream occlusion alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the lower reading on the ultrasonic sensor is lower than expected caused by a failed upstream sensor which was replaced. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms.